Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw breakage. This case is from the health authority. It was reported that when the patient's compound bone flap was removed for craniotomy hematoma, the screw suddenly broke. The nurse immediately confirmed the integrity of the broken screw and replaced another screw to continue and completed the operation. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> part # 400.834. Lot # 49p6388. Manufacturing site: werk selzach logistik (ch). Release to warehouse date: 19 mar 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.